Event description:
Surgeon reported adverse event to nca (bfarm): without trauma patient noticed a squeaking in right hip. This was because of subluxation of pe-inlay with resulting contact of ceramic hip head to metal shell.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided pre and post revision x-rays by a depuy distinguished research fellow confirms the reported observation. The liner has disassociated, which would have resulted in the noise. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Research using the as400 system indicates other pieces of the reported (B)(4) lot have been delivered and as no other reports have been received, is considered implanted successfully. The remainder of the devices associated with this report are non-contributing or not manufactured by depuy and no investigation taken at this time. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.